Event description:
It was reported the patient became unstable during initial implant of a right ventricular lead. The lead was removed. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information states that the patient was stable post procedure.